Event description:
It was reported that the 7600 system stopped displaying fluoro images. Only "snow" was displayed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, found an intermittent power connector from the bms image processor. Reseated and cleaned the bms power connector. The system was tested and found to be working as intended, and placed back into service.